Manufacturer narrative:
Oneosseotite tapered certain implant (xifnt413) was returned for investigation. The screw was not returned, however, a fractured portion of the screw was found in the internal threads of the implant. The alleged device malfunction is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown biomet screw fractured. The fractured piece could not be removed and the implant was removed. Tooth location 30.